Event description:
Additional information from the rep indicated that the patient is currently inpatient being treated for a strep infection in her blood. The patient had leads pulled at hospital and the status of them are unknown, but likely discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a trial patient with a wireless external neurostimulator (wens). The patient informed the rep on (B)(6) that they had a fever of 103. The patient's son told the rep the patient has had a fever for about two weeks. Patient went to hospital and leads and wens were removed. It was noted the cause was unknown, but the patient was hospitalized and antibiotics were administered to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID: 9772501 (serial: (B)(6)); product type: 0209-external neurostimulator; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 977d260 (lot: va37y4r039); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name surescan; product ID: 977d260 (lot: va37n5m020); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.